Manufacturer narrative:
Original surgery was performed by the dr. In 2000, using hutchison hsh 0375 saline-filled implants, which were filled to a volume of 0400cc (left & 0400cc (right), which is within the maximum fill volume limits. Patient underwent bilateral replacement surgery six years later. The implants were replaced with mentor smooth 0475 devices, which were filled to a volume of 520cc. Visual inspection identified a small breach underneath the raw silicone anchorage point (right side) measuring approx 2mm in length. Pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the breach identified well defined edges and an angulated initiation point which are indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. The breach is not a manufacturing fault.